Event description:
The customer reported that the system failed to allow fluoroscopic exposures during the warm-up process and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.